Manufacturer narrative:
(B)(4). Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. He investigation result of pull wire broken. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a zero tip¿ basket was used during a laser ureterolithotripsy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the basket did not open completely and the basket wire was totally broken. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A visual analysis of the returned device revealed that the distal end of the sheath was buckled and stretched. Additionally, the proximal end of the handle cannula was found broken. Functional inspection was performed and found that the basket would not close. Manufacturing processes include extensive inspections to ensure that all finished devices meet specifications. Most likely that during the procedure the device could have been manipulated. It is possible that due to anatomical and/or procedural factors encountered during the procedure could have increased the resistance within the working length, and then with an attempt to open or close the basket the handle cannula got broken. Therefore, the most probable root cause selected for the complaint is "operational context." The device history record (DHR) review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a zero tip¿ basket was used during a laser ureterolithotripsy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the basket did not open completely and the basket wire was totally broken. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.